Event description:
Homecare pt was found that several (exact quantity unknown but estimated as 5-6) size 6's disposable inner cannulae did not fit and function properly with use on two tracheostomy tubes. Ventilator dependent pt also states that on occasion this had resulted in volume irregularities. Length of time device were in use when the reported problems were detected varied from immediately to several days. In addition is was also reported that pt cleans and resuses the product which is designed and labeled as a single use, do not clean and reuse component. Pt and health care provider have been informed that this type of usage is contraindicated. Pt has been sent the tracheostomy tube adult homecare guide and video to review and discuss with health care provider.